Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 400 mg/dl adn sensor glucose was 202 mg/dl. The customer was treated with injection. The customer was assisted with self-test and was passed. Customer stated that the pump does not rattle when they shake it. Customer stated that the insulin pump did not alarm during delivery. The insulin pump will not be returned for analysis.